Event description:
The pt stated that her infusion device was making a "screeching" sound during insulin delivery. The pt stated that she noticed the noise a week ago, but she is not sure if the noise is occurring consistently because she wears the infusion device in her bra. The pt stated that she changed the piston rod in 2007, but she stated that she had not changed the motor power pack in the infusion device since 2006. The pt was sent a new piston rod and power pack for troubleshooting. No physiological effects were reported. Further attempts to contact the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.